Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that suture ethilon 3-0 polyamine was inside the package of vicryl 3-0. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but was unavailable: what was the initial procedure? What is the procedure & event date? What was used to complete the procedure? Did the patient suffer from any consequence due to the issue? If yes please provide more details. Device return follow up. Please provide photos? Related to: 2210968-2022-00236, 2210968-2022-00237, 2210968-2022-00238, and 2210968-2022-00239.